Event description:
It was reported that approximately two months post-implantation, the glenosphere detached from the baseplate, resulting in dislocation that prevented shoulder elevation. The patient was scheduled for reoperation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.